Manufacturer narrative:
One tactisys quartz was received for evaluation at tech center. Based on the information and investigation provided to abbott, the root cause was isolated to the intermittent orange fiber optic cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During a premature ventricular contractions procedure, there was a delay due to no contact force being displayed. The ablation catheter was connected to the tactisys and inserted in the patient, but an error message displayed, ¿no contact force signal or out of range. Check catheter optical connection. Contact abbott technical services¿. The mapping system, including the tactisys, was rebooted, the ethernet cable to the amplifier was replaced, and the ablation catheter was exchanged with no resolution. The procedure was successfully completed using the second ablation catheter without contact force. There were no adverse patient consequences. The tactisys was replaced after the procedure and the issue resolved.